Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The tenku dilation catheter device is an abbott vascular manufactured device which is distributed in (B)(4) by (B)(4). Although this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us. (B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue. The investigation determined the reported difficulty appears to be related to circumstances of the procedure.

Event description:
It was reported that the procedure was to treat a concentric de novo lesion located in the mid left anterior descending coronary artery that had heavy tortuosity, moderate calcification and was 90% stenosed. The 2.5 x 12 mm tenku balloon ruptured at 14 atmospheres for 10 seconds during the second inflation. The device was replaced with a non-abbott balloon catheter and the procedure was successfully completed. There was no reported clinically significant delay in the procedure. There was no adverse patient effect. No additional information was provided.